Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E3 occupation: clinical engineer. E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables ¿ 116001d0 - or table column, manoeuvrable. As stated, while charging the table, an intense burning smell was noticed, followed by smoke coming from the column. The column was immediately unplugged, and smoke continued to emit from it for approximately 15 minutes. No visible signs of fire were observed. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the exposure to thermal and electrical hazards resulting from a failure of the electical component, was to reoccur.